Manufacturer narrative:
On 11/12/19, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: mentor performs 100% inspection and testing of all devices prior to release and maintains a comprehensive quality assurance system in compliance with the FDA's good manufacturing practice regulations. According with the IFU instruction for use, it has been concluded that deflation is a known complication associated with these devices. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Mentor will continue to monitor and trend product issues, our quality system is designed to provide to our customers the maximum assurance of the high quality of our products. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile and experienced postoperative right-sided deflation. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor smooth round moderate profile ( catalog #:3501680, serial #: (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
On 12/2/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.2 cm. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).